Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l49378, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient with an intrathecal lioresal (2000 mcg/ml) pump implanted. The pump's IFU (indication for use) was reported as intractable spasticity. The pump was programmed to deliver a dose of 503.1 mcg/day. On (B)(6) 2015, the patient consulted with a neurosurgeon because she had very thin skin and there was a tear in her skin near the pump which caused an infection. On (B)(6) 2015, the pump was explanted. The managing physician asked the neurosurgeon to wait longer to explant in order to titrate the pump down, but he was only able to decrease the dose once and was titrated faster than the physician normally would. Following explant, the patient had severe spasms, was in withdrawal, and was hospitalized. The patient was treated with high doses of oral baclofen, valium, and periactin. The patient had a reaction to the periactin. No additional information was provided regarding the reaction. Specific treatment medication information was not reported. No information was provided regarding the patient's pertinent medical history, whether diagnostics were performed, if any actions/interventions were taken, or if the events were resolved. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.